Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 2 (2). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), rash ("rashes"), furuncle ("boils"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with total abdominal with salpingectomy). At the time of the report, the allergy to metals, autoimmune disorder, infection, urinary tract disorder, rash, furuncle, headache and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, furuncle, headache, infection, rash and urinary tract disorder to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel sensitivity') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3) and parity 2 (2). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), rash ("rashes"), furuncle ("boils"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with total abdominal with salphingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, autoimmune disorder, infection, urinary tract disorder, rash, furuncle, headache and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, furuncle, headache, infection, rash and urinary tract disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.